Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 19mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of four (4) years, 10 months due to degeneration leading to symptomatic severe aortic stenosis and patient prosthesis mismatch with heavy pannus formation. The redo avr procedure was performed with a 21mm 11500a pericardial valve. There were no procedural complications. The patient tolerated the procedure well and was transferred to the ICU in stable but guarded condition. The patient was discharged on pod #8.